Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported while the avea ventilator was being used on a patient, the "safety valve open" alarm was displaying. The ventilator was removed and the patient was placed on another ventilator. The customer reported no patient injury/harm.